Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels. Customer stated that she would notice a high blood glucose level, bolus, but her sugars would not come down. The customer stated that even after a manual injection, there was no change in her blood glucose level. Blood glucose level at the time of the incident was 499 mg/dl. The customer reported having a blood glucose level above 600 mg/dl on the morning of the call. Blood glucose level at the time of the call was 577 mg/dl. Customer was unable to complete troubleshooting due to not having a tubing clamp. Customer was sent a tubing clamp and will resume troubleshooting when it arrives.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.